Manufacturer narrative:
Additional information: death was reported as due to natural causes, per the death certificate patient was morbidly obese, suffered from coronary artery disease, diabetes, hypertension and obstructive sleep apnea. The patient passed away in his sleep. No autopsy was conducted. The investigator assessed the event as not related to the antiplatelet medication and possibly related to the device. The sponsor assessed the event as possibly related to the device. Cec adjudicated death as cardiac. Cec adjudicated possible stent thrombosis (arc). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, a resolute onyx drug-eluting stent was implanted in the lad. Approximately 34 months post procedure, patient death occurred. The death classification is unknown, patient died in sleep. Sponsor assessed event is not related to device or anti platelet medication.